Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs has been unable to get in contact with the patient and sent a letter to obtain more clinical information. The patient called lifescan alleging that the meter power's off during use after the count down. The patient felt as if she was going to "fall" at the time of testing and contacted emergency services for assistance. She was tested 10-15 minutes later on the hospital device; however, does not recall the reading. Per description, she was treated with "cream in a needle and shot it up her legs, since her blood was too high". The batteries were replaced less than a year ago and the battery was in good condition. Customer service was unable to resolve the issue and sent the patient a replacement meter. This case is being documented as malfunction, since the power issue was not resolved.